Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: nim4cpb1, serial/lot #: (B)(6), UDI#: (B)(4) ; product ID: nim4cpb1, serial/lot #: (B)(6), UDI#: (B)(4) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that issue arose upon loading the new 1.7.5 software after completion, rep noticed that neither patient interface box was populate in the about tab when docked. Additionally, the pibs would only function if cabled (not bluetooth) which is evidence of an issue. There was no known patient impact in this event.

Manufacturer narrative:
Product:nim4cm01, s/n:(B)(6) h3: analysis verified 'not working properly.' Unit presented with sw:(v1.7.5) and a defective pmb pcba. Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: nim4cpb1, serial/lot #: (B)(6) , UDI#: (B)(4) ; h3: analysis found that there were no anomalies on the device. Product ID: nim4cpb1, serial/lot #: (B)(6), UDI#: (B)(4) h3: analysis found that there were no anomalies on the device. Previous codes b17, c20, e2403 and d16 are no longer applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.